Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
After the procedure, limb thrombosis post aaa repair was noted. Additional information was provided, the physician will not supply further information surrounding the event . However, he has confirmed that the complaint device was a zenith flex with spiral-z technology aaa endovascular graft iliac leg (zsle-11-122-zt).

Manufacturer narrative:
Phone # requested but not provided. Device/ catalog information requested but not provided. (B)(4). The event is currently under investigation.

Event description:
After the procedure, limb thrombosis post aaa repair was noted. Additional information was requested, but not provided at the time of this report.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, drawings, instructions for use (IFU), manufacturing instructions, and imaging review of the device was conducted during the investigation. Imaging review: impression. Thrombotic occlusion of the left limb was confirmed. Given the lack of atherosclerotic disease, the reported symptoms consistent with arterial insufficiency were likely the result of the occlusion. The occlusion was since managed with a right to left fem-fem bypass. No anatomic risk factors for limb thrombosis were observed. Significant findings relative to the patient's anatomy were not observed. Significant findings relative to the disease state were not observed. Significant findings relative to the use of the device were not observed. Significant findings relative to the design or performance of the device were observed. Left limb thrombosis without predisposing anatomic risk factors was confirmed. Cause of adverse events was not observed. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly a review of the device history record could not be conducted. The device is shipped with an instruction for use (IFU) that describe the intended uses, warnings, precautions and instructions for use. Patient selection, treatment and follow-up: vessels that are significantly calcified, occlusive, tortuous or thrombus lined may preclude placement of the endovascular graft and/or may increase the risk of embolization. Pre-existing regions of stenosis/narrowing (less than approximately 20 mm ID in the aorta or 7 to 8 mm ID in the iliac) have been shown to increase the risk of a thromboembolic event (e.g., graft limb occlusion); follow-up imaging should be carefully reviewed for narrowing within the graft leg. Patients with a graft leg lumen of less than approximately 5 mm ID may be at increased risk of a thromboembolic event (e.g., graft limb occlusion); the image review indicates that the iliac leg was implanted in a 12 mm of longitudinal compression, which focally reduced the lumen diameter to 8 mm. According to the IFU pre-existing regions of stenosis/narrowing have been shown to increase the risk of thromboembolic event. In addition, minimal atherosclerotic plaque was observed, this could be reason for the reduced lumen which in turn caused the graft compression creating shear forces within the leg that stimulated thrombus growth. Based on the available information and the results of the investigation the most likely root cause may be related to patient condition. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Event description:
It was reported that this patient developed a thrombotic occlusion of the left limb post zenith flex with spiral-z technology aaa endovascular graft iliac leg implant. The occlusion was treated with a right to left femoral-to- femoral (fem-fem) bypass. No further information was provided.